Manufacturer narrative:
An event of device migration into the tunnel upon release was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that it was thought the device migration was due to an aneurysmal septum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 9 august, 2023 a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder (lot: 8843055) was chosen for implantation into a 16mm pfo utilizing an amplater talisman delivery system (lot:8878735). Sizing was performed via balloon. The first talisman pfo occluder used (lot: 8843055) was implanted, but when released from the delivery cable it detached and slipped into the tunnel. The device was snared before it could travel and was removed from the patient. It was thought the detachment was due to an aneurysmal septum. A replacement 35-25mm amplatzer talisman pfo occluder (lot: 8313083) was then attempted to be implanted utilizing a replacement amplatzer talisman delivery system (lot:8947772) but was not deployed because it was deemed to be too small via fluoroscopic evaluation. There were no patient consequences due to the mis-sizing and no device issues. A 22mm amplatzer septal occluder (lot: 7703963) was then selected for treatment and implanted successfully utilizing a replacement amplatzer torqvue delivery system (lot:8731009). The patient remained hemodynamically stable throughout the procedure and was reported to be discharged. A delay occurred that was not clinically significant as no patient consequences resulted.